Event description:
Medical staff attempted to use device to restart patient's heart and remove patient from bypass following aortic valve replacement. Staff used discharge button on panels but machine would not deliver the shock. Machine blinked and shutdown. Staff able to locate secondary defibrillator device to restart rhythm and get patient off bypass. Biomed sequestered and tested device and determined that pads were not discharging.